Event description:
A vns implanting surgeon reported that during an initial implant when attempting to tighten down the hex screw into the generator, the surgeon was unable to get the hex screw to audibly click to indicate proper torsion. He felt the screw and screw driver did not fit properly. The surgeon elected to proceed with the implant and tested the lead making sure it was secure by pulling on it. He reported that "it's in there tight. That's not going anywhere.¿ the implant card confirmed that diagnostics following implant were within normal limits with impedance value of 1779 ohms. No other anomalies were noted. No accessory pack was utilized. The screw driver that came packaged with the implant was utilized during surgery.

Manufacturer narrative:
Review of the manufacturer history records performed. Review of the generator manufacturer history records confirmed that all quality tests were passed prior to distribution.